Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: ¿the associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device cannot confirm the stated failure mode. The device has cracks and a peg has broken off, rendering it inoperable. The device shows signs of extensive use. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incidents. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.¿

Manufacturer narrative:
The associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device cannot confirm the stated failure mode. The device has cracks and a peg has broken off, rendering it inoperable. The device shows signs of extensive use. Further details about the results of investigation will be sent in a supplemental report. Internal complaint reference number: case (B)(4).

Event description:
It was reported that, a journey fem impact bumper lt had cement stuck in crevices. This happened after use in patient; therefore, patient was no longer involved. The investigation found that the device has cracks and a peg has broken off.